Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a low blood glucose level of 36 mg/dl. The customer took two glucose tabs and drank a sugary drink. During troubleshooting with tandem technical support, review of pump data revealed that the customer had delivered a 3.85 unit bolus. The customer stated that they may have overestimated the food amount and stated that based on the amount of food consumed, the bolus requested should have only been an approximately 2 unit bolus.